Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2005 - the patient underwent incisional hernia repair using a large composix kugel patch. Ni/ni/ni - it is alleged the composix kugel device subsequently contracted, degraded and buckled causing severe injuries to the patient. It is alleged the patient required multiple corrective surgical procedures and continues to suffer an open abdominal wound. The attorney further alleges the patient has suffered and will continue to suffer physical pain. Addendum per additional information provided: (B)(6) 2005 - patient with a history of diverticulitis requiring a bowel resection, colostomy followed by colostomy reversal was diagnosed with multiple stitch granuloma, a large incisional hernia and underwent an open repair with implant of a flat mesh (device #1) on (B)(6) 2005. Per operative notes, ¿multiple hernia defects were identified throughout the suture line. These were cut until continuity. We then proceeded to use bard flat mesh, tacked it down to the overlying musculature.¿ (B)(6) 2006 - patient was diagnosed with incisional hernia at the colostomy site and underwent another open repair with mesh. Per operative notes, ¿a large hernia defect was identified. Proceeded with composix kugel mesh (device #2), placed it intra-abdominally and then tacked it circumferentially¿ (note: there was no mention of device #1 during this procedure). (B)(6) 2006 - patient was diagnosed with a seroma and underwent wound exploration and evacuation. Per operative notes, ¿the mesh (device #2) could be seen. Significant serosanguinous drainage was noted and evacuation was performed. The mesh was noted to be quite intact with no evidence of obvious infection.¿ (B)(6) 2006 - patient was diagnosed with deep surgical wound infection of the abdominal wall with methicillin resistant staphylococcus aureus (mrsa) at the hernia repair site (#2), underwent placement of PICC line and was started on antibiotics. (B)(6) 2006 - patient was diagnosed with infected mesh (device #2) in the left abdomen, underwent exploration of abdominal wound and removal of infected mesh (device #2). Per the operative notes, the infected extraperitoneal composix kugel mesh was removed completely (5-7cm). It was folded up upon itself and there was infected tissue within it. (B)(6) 2007 - patient was diagnosed with infection of a large ventral incisional hernia mesh (device #1) and underwent removal. Per operative notes, ¿I then began dissecting this mesh out. Eventually, I was able to free up the edges enough to be able to remove the mesh (device #1) and suction out the pus pockets.¿ attorney alleged that the patient experienced abscess, adhesions, fistulae, infections, mesh migration, mesh shrinkage, recurrence, pain, ring break, seroma and emotional injuries.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. Without a lot number a review of the manufacturing records could not be conducted. The information provided alleges that the composix kugel mesh contracted and buckled. Without a sample returned for evaluation, the contracted and buckled state of the mesh could not be confirmed and the cause for these allegations could not be determined. With the currently available information, no definitive conclusion can be drawn. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Addendum: h11: this supplemental MDR is submitted to document additional information provided and to correct the implant date: based on the additional information received, no conclusions can be made. Per medical records, this is a patient with a surgical history significant for multiple abdominal surgeries including bowel resection with colostomy reversal. Following implant of the composix kugel patch the patient underwent seroma evacuation and was diagnosed with deep mrsa surgical wound infection and was treated with aggressive IV antibiotics. However, the infection had not resolved, and the composix kugel patch was removed. The operative details noted the patch to have been ¿folded upon itself and there was infected tissue within it.¿ note the patient¿s attorney alleges ring break, however, there is no indication in the medical records provided that a ring break occurred. Review of manufacturing records confirms product was manufactured to specification. The instructions-for-use (IFU) supplied with the device lists seroma formation as a possible complication. In regard to infection, the warning section of the IFU states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of prosthesis." This supplemental emdr represents the composix kugel hernia patch (device #2). An additional emdr was submitted for the flat mesh (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. Without a lot number a review of the manufacturing records could not be conducted. The information provided alleges that the composix kugel mesh contracted and buckled. Without a sample returned for evaluation, the contracted and buckled state of the mesh could not be confirmed and the cause for these allegations could not be determined. With the currently available information, no definitive conclusion can be drawn. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted.the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2005 - the patient underwent incisional hernia repair using a large composix kugel patch. It is alleged the composix kugel device subsequently contracted, degraded and buckled causing severe injuries to the patient. It is alleged the patient required multiple corrective surgical procedures and continues to suffer an open abdominal wound. The attorney further alleges the patient has suffered and will continue to suffer physical pain.